Event description:
Another MFR's stent system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt presented with a ruptured aortic aneurysm. The first device implanted was from another MFR, implanted in the distal aorta, the second device was implanted proximal to the first and the third device was intentionally implanted so the proximal end of the device partially covered the ostium of the left subclavian artery. The first device was ballooned with another MFR's balloon catheter and the second and third devices were ballooned with a medtronic reliant balloon catheter. Postoperatively, the pt had a stroke and was subsequently transferred to a nursing home. The pt was at a high risk for stroke due to heavy calcification and thrombus in the aortic arch. The physician stated, that the reliant balloon did not fail to function according to the info received by another MFR. The reported issue is "stroke," currently; the pt is coherent and undergoing rehabilitation. Device selection forms and pt films are not available. No add'l clinical sequelae were reported.